Event description:
On november 24, 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter will not provide any reading/message when the test strip is insert. On november 28, 2007, this medical affairs specialist contacted the patient to obtain more information. The patient tests his blood glucose once per day. The patient does not take any insulin. The reporter does not know if the patient is taking any oral diabetes medication. The patient indicated that the reported issue started in 2007 at 4pm, because they did not have the right test strips to use with the one touch ultra2 meter. Hence, the patient did not test his blood glucose for 6 days prior to the reported incident. Six days later, the reporter indicated that the patient had eaten his breakfast and lunch as usual. At around 5pm, the patient did not feel good and passed out. The paramedics tested the patient's blood glucose reading at "240 mg/dl." As soon as the patient regained consciousness, the paramedics advised the reporter to give the patient some carbohydrates. The patient was given milk and peanut and felt better after one hour. The patient was not taken to the emergency room. During troubleshooting, the reported issue was not resolved, as the patient did not have the correct test strips. The reporter also indicated when they were able to obtain some lfs test strips for the one touch ultra2 meter; they were having the same issue. This complaint is being reported because the patient alleged that he was not able to test his blood glucose for 6 days, developed symptoms that can be suggestive of hypoglycemia, and was treated with food/beverages. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.